Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that at a subsequent follow-up visit, a plate fracture was confirmed, and a removal surgery is planned.